Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system had low suction. The timing of the event and patient involvement are unknown at this time. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but did not find any issue related to the aspiration. The company service representative noted seeing system message (sm) -¿unable to aspirate. Please turn on infusion¿ in the system¿s event log and found the touchscreen out of calibration and difficult to select the infusion button. The company service representative calibrated the touchscreen. The system was then tested and met all product specifications. If the touchscreen did not allow the customer to turn infusion on, the system would not allow any aspiration; however, as the customer reported experiencing low aspiration. The touchscreen issue is determined to be unrelated to the reported event. The system was manufactured on august 6, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).